Event description:
Information received indicated the bed exit would alarm at the bed side but not at the nurse station.

Manufacturer narrative:
The hill-rom tech replaced the sidecom circuit board to resolve the issue.